Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received with regards to a chemolock alleging that the chemolock port at the end of the line was leaking between the line and chemolock device on an unknown date. The chemolock was bonded on the line and spins freely. There was no patient harm.

Manufacturer narrative:
Received one (1) used. List #cl2000s, chemolock¿; lot #unknown. One (1) used. List #unknown, extension set; lot #unknown. One (1) used. List #unknown, bag spike adapter with chemolock; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications.